Manufacturer narrative:
A review of films from the implant angiography were reviewed. Pre-implant anatomy confirmed that the iliacs were tortuous; the left iliac was extremely tortuous as there was a 180 deg bend seen at the mid-length of the left common iliac. With the pigtail positioned from the right side into the aaa, a sheath was seen in the left external iliac. The main device was then seen positioned just below the renals; images showing the advancement of the bifurcate up through the left side (without or with the sheath) were not seen. The device was deployed proximally just below the renals, and the ipsi limb was placed into, or just proximal to, the origin of the left common iliac. The contra limb was shown implanted into the right common iliac, crossing over the distal ipsi limb, and an ipsilateral extension was seen implanted into the left common iliac, extending approximately 5cm from the distal ipsilateral limb. After ballooning each limb, final angio showed no endoleak or any stent graft issues. Although images showing the reported difficulties encountered during the attempt to advance the device without a sheath were not returned, it is likely that the severely tortuous iliac anatomy contributed to the positioning difficulties. An assessment of the device insertion difficulties into the sheath could not be made from these films.

Manufacturer narrative:
(B)(4) - difficulty in removal before deployment.

Event description:
An endurant ii stent graft system was inserted for endovascular treatment of an abdominal on 3. The patient was reported to have severe tortuosity in the iliac arteries. It was reported that the physician attempted to implant the stent graft. Another manufacturer's 18 fr introducer sheath was inserted into the patient. This physician attempted to advance the delivery catheter through the tortuous iliac artery, however they were unable to advance to intended landing zone. The physician then inserted the stent graft into the introducer sheath, and the stent graft delivery catheter became stuck. The physician was unable to get the stent graft delivery system into or out of the introducer sheath, so the introducer was removed from the patient with the stent graft delivery system remaining stuck in the introducer. The procedure was completed with an endurant ii stent graft. No clinical sequelae were reported and the patient is fine. The device was returned for analysis. Upon inspection of the delivery system, the delivery system was still within the other manufacturer's sheath and there was significant damage to the lip of the tapered tip. The proximal edge of the tapered tip material that overlaps the sleeve was lifted and folded upwards. The sheath was attempted to be removed from the delivery system, but the proximal pebax lip of the tapered tip would not pass through the sheath. The sheath hub cap was removed from the sheath hub assembly, leaving only the sheath hub and valve still attached to the device. The graft cover was slightly retracted and then the tapered tip lumen was cut to remove the hub cap and valve. The sheath hub cap measured 0.234¿, which converts to ~17.8 fr. The max tapered tip od was 0.236¿, which converts to ~18 fr. The event was confirmed. The root cause of the event was due to the hub cap of another manufacturers sheath being smaller than 18 fr. .